Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer = black. Customer returned insulin pump for alleged blank display and moisture exposure found on (B)(6) 2022. The insulin pump was received with a blank display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or download the trace and history files using thus due to a blank display. The insulin pump was cut open to perform a visual inspection. Corrosion and moisture damage was found the electronic assembly (electric board 1, 2), keypad flex tail, vibrate harness assembly, the motor and force sensor. Electric board 1 and electric board 2 were cleaned with isopropyl alcohol with no effect. Swapped out electric board1 and then electric board 2; blank display persists. Blank display due to moisture damage on the electronic assembly (electric board1, 2). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: moisture damage on the inside of the battery tube, scratched case and pillowing keypad overlay. Blank display and download difficulty are confirmed due to moisture damage on the electronic assembly (electric board 1,2). (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.